Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information indicated the ipg site was sensitive to moving and became uncomfortable since patient had slight weight fluctuation.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced insufficient pain stimulation and the ipg was hyper mobile. Surgical intervention was undertaken wherein the system was explanted to address the issues.